Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the spiral coil that was seen on diagnostic hysteroscopy embedded into the endometrium w"), uterine perforation ("hysteroscopically the uterine cavity showed that the essure coil was in fact penetrating into the uterine cavity on the left side"), endometritis ("chronic endometritis, unresponsive to antibiotics"), pelvic inflammatory disease ("infection secondary to essure coil / pid") and pelvic infection ("pelvic infection") in an adult female patient who had essure inserted (lot no. 838566). Additional non-serious events are detailed below. The patient had a medical history of tonsillectomy in 1984 and abdominal discomfort, food allergy (gluten - abdominal pain/cramps milk - nausea/vomiting), sulfonamide allergy, vomiting, nausea, drug allergy, sore mouth, non-smoker, ehlers-danlos syndrome type iii, ankylosing spondylitis, parity 3 and multi gravida. Concurrent conditions were listed as cramp in lower abdomen, genital bleeding, gerd, pelvic discomfort, vaginal discharge, pelvic discomfort, vaginal discharge, endometriosis, bursitis, postmenopausal bleeding, post coital bleeding, sleep apnea, uti, bacterial vaginosis, pancreatitis, hemorrhoids, vaginal itching, chest tightness, cystitis, urinary tract infection, sjogren's syndrome, asthma, dysuria, malaise, dysuria, gastroesophageal reflux, sleep apnea, blurred vision, palpitations and sinusitis. Concomitant products included acetaminophen (paracetamol) since (B)(6) 2022, hydromorphone (hydromorphone hydrochloride) since (B)(6) 2022, doxycycline (doxycycline hydrochloride) since (B)(6) 2022, cetirizine (cetirizine hydrochloride) since (B)(6) 2022, metronidazole since (B)(6) 2022, levofloxacin (levofloxacin hemihydrate) since (B)(6) 2022, lorazepam since (B)(6) 2022, flagyl (metronidazole) since (B)(6) 2022 and levaquin (levofloxacin) since (B)(6) 2022. On (B)(6) 2011, the patient had essure inserted. Essure was removed on (B)(6) 2022. On unknown date she experienced embedded device (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), endometritis (seriousness criterion medically important), pelvic inflammatory disease (seriousness criterion medically important), pelvic infection (seriousness criterion medically important) and device dislocation ("there were no coils seen on the right side"). The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy ilateral salpingo-oophorectomy and total laparoscopic hysterectomy, cystoscopy ilateral salpingo-oophorectomy). At the time of the report, the outcomes for uterine perforation, endometritis, pelvic inflammatory disease and device dislocation were unknown. The reporter considered device dislocation, embedded device, endometritis, pelvic infection, pelvic inflammatory disease and uterine perforation to be related to essure administration. The reporter commented: essure placed both sides- 1 coil seen each side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: findings: the cervix was cannulated and water soluble contrast was instilled into the uterine cavity. Radiopaque wires are seen in both fallopian tubes. The left fallopian tube was not patent. The right fallopian tube is patent and has free spillage into the peritoneum. The contour of the uterus is normal. Impression: patent right fallopian tube.; on (B)(6) 2012: contrast opacities the uterus which appears normal. Contrast extends into both fallopian tubes. There is no evidence for peritoneal spill. There is a minimal amount of vascular contrast puddling overlying the right adnexa. The appearances are most in keeping with a small right adnexal varix. Impression: the previously noted peritoneal spill is no longer visible. A minimal amount of opacification of a right adnexal varix [magnetic resonance imaging head] on (B)(6) 2019: impression: nonspecific white matter lesions do not appear typical for demyelination and are favored to reflect chronic small vessel ischemia. Clinical correlation is advised if there remains a high level of clinical concern, consider neurology consultation and MRI follow-up [microscopy] on (B)(6) 2022: findings: presence of purulence suggests the presence of another infection and/or inflammatory condition. [Pathology test] on (B)(6) 2022: specimen description: a. Left fallopian tube b. Right fallopian tube and ovary c. Left ovary d. Left essure coil clinical information : endornetritis, essure coil. Diagnosis a. Fallopian tube, left, resection: - no diagnostic abnormality b. Fallopian tube and ovary, right, resection: - small simple ovarian cyst, favor luteal type, otherwise no diagnostic abnormality c. Ovary, left, resection: - no diagnostic abnormality d. Submitted as left essure coil: confirmed macroscopically gross description: specimenleft fallopian tube - sectioning reveals a silver metal coil (10.5 cm in length) within the lumen. Right fallopian tube - sectioning of the ovary reveals a smooth-walled cyst (0.9 cm in greatest dimension) containing a clear serous fluid. Left essure coil - the specimen consists of a specimen consists of a silver coil (1.4 cm in length, 0.4 cm in diameter).; (date unknown): specimen: uterus, uterus and cervix clinical information: retained foreign body fragment essure lawsuit specimen final diagnosis uterus with cervix: - uterine cervix with squamous metaplasia, nabothian cyst, small endocervical tunnel clusters - atrophic endometrium - adenomyosis - tiny firm material identified within myometrium. Microscopic description: there are areas of adenomyosis within myometrium. What grossly was found was tiny portion of firm material likely foreign body material in the right myometrium close to right uterine horn. Gross description: there is a tiny possibly calcified material (0.1 x 0.1 x 0.1 cm) embedded within a cavity of the myometrium at the right anterior cornu. Photographs of the specimen are taken. Please note that the metal coil is not identified and this tiny portion of material is retained for filing. Gross add (B)(6) 2023: a8-a10 right cornu, showing fibrotic area possibly containing firm material (0.1 x 0.1 x 0.1 cm) a11 possible white whorled nodule (0.8 cm greatest dimension). [Ultrasound abdomen] on (B)(6) 2022: impression: normal abdominal ultrasound; on (B)(6) 2023: impression: no significant abnormalities on abdominal ultrasound to account for patient's symptoms. Specifically no cholelithiasis, no cholecystitis. [Ultrasound scan] in 2012: (including within 6 months post essure) showing only 1 coil in the left cornua.; on (B)(6) 2019: findings: the uterus is normal in size and configuration, no focal myometrial lesions identified. An essure coil is again, identified extending towards the left.; on (B)(6) 2020: findings: an essure coil is again identified extending in the left cornua: on the right coil is not seen and the patient indicates that this was not visualized following insertion in 2012. The endometrial stripe measures 2 mm in thickness, within normal limits. Both ovaries are visualized and are normal in appearance. No adnexal masses are seen. No free fluid is identified. Opinion: normal sonographic assessment of the pelvis. Solitary essure coil in the left uterine cornua; on (B)(6) 2021: impression: bilateral trochanteric tenobursitis, worse on the left than the right.; on (B)(6) 2022: 3mm endometrial lining heterogenous. Left coil noted. 1cm simple right ovarian cyst and findings: at the left uterine cornu a coiled echogenic tubular body is noted consistent with an essure coil. A right ovarian cyst is noted measuring 0.9 x 0.7 x 1.1 cm with simple appearance. A small amount of fluid is noted adjacent to the fundal endometrium anteriorly. Impression: 1. Simple ovarian cyst measures 1.1 cm on the right side. Based on size and appearance, no specific follow-up required. 2. Heterogeneity of the endometrium and a small amount of fluid adjacent to the uterine fundus, in the setting of gray/green vaginal discharge. Correlate for evidence of endometritis. 3. If there is clinical concern for endometritis, consider gynecologic consultation regarding the implications of endometritis in the setting of known indwelling essure coil; on (B)(6)2022: findings: uterus: anteverted uterus measuring 9.1 x 3.6 x 4.9 cm. Unremarkable myometrium with mild heterogeneity. Endometrium measures 2 mm, within normal limits. No significant quantity of endometrial fluid. Echogenic tubular body within the region of the left uterine cornua is in keeping with an essure coil ovaries and adnexa: no adnexal mass. Right ovary contains a 1.0 cm simple appearing cyst. Impression: no significant sonographic abnormality. 1.0 cm simple right ovarian cyst; (dates unknown): 1 of essure coils not seen. And findings: myometrium: the myometrium is homogeneous. No focal myometrial masses. An echogenic essure coil is again noted within the left cornu. No coiled detected on the right cervix: incidental cervical nabothian cysts. Impression: the left cornual essure coil skin noted within the uterus endometrium appears of normal thickness lot number:838566, manufacture date:2011-03,expiration date:2014-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-aug-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("the spiral coil that was seen on diagnostic hysteroscopy embedded into the endometrium w"), uterine perforation ("hysteroscopically the uterine cavity showed that the essure coil was in fact penetrating into the uterine cavity on the left side"), endometritis ("chronic endometritis, unresponsive to antibiotics"), pelvic inflammatory disease ("infection secondary to essure coil / pid") and pelvic infection ("pelvic infection") in an adult female patient who had essure inserted (lot no. 838566). Additional non-serious events are detailed below. The patient had a medical history of tonsillectomy in 1984 and abdominal discomfort, food allergy (gluten - abdomnial pain/cramps milk - nausea/vomiting), sulfonamide allergy, vomiting, nausea, drug allergy, sore mouth, non-smoker, ehlers-danlos syndrome type iii, ankylosing spondylitis, parity 3 and multi gravida. Concurrent conditions were listed as cramp in lower abdomen, genital bleeding, gerd, pelvic discomfort, vaginal discharge, pelvic discomfort, vaginal discharge, endometriosis, bursitis, postmenopausal bleeding, post coital bleeding, sleep apnea, uti, bacterial vaginosis, pancreatitis, hemorrhoids, vaginal itching, chest tightness, cystitis, urinary tract infection, sjogren's syndrome, asthma, dysuria, malaise, dysuria, gastroesophageal reflux, sleep apnea, blurred vision, palpitations and sinusitis. Concomitant products included acetaminophen (paracetamol) since (B)(6) 2022, hydromorphone (hydromorphone hydrochloride) since (B)(6) 2022, doxycycline (doxycycline hydrochloride) since (B)(6) 2022, cetirizine (cetirizine hydrochloride) since (B)(6) 2022, metronidazole since (B)(6) 2022, levofloxacin (levofloxacin hemihydrate) since (B)(6) 2022, lorazepam since (B)(6) 2022, flagyl (metronidazole) since (B)(6) 2022 and levaquin (levofloxacin) since (B)(6) 2022. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced embedded device (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), endometritis (seriousness criterion medically important), pelvic inflammatory disease (seriousness criterion medically important), pelvic infection (seriousness criterion medically important) and device dislocation ("there were no coils seen on the right side"). The patient was treated with surgery (total laparoscopic hysterectomy, cystoscopy ilateral salpingo-oophorectomy and total laparoscopic hysterectomy, cystoscopy ilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2022. At the time of the report, the outcomes for uterine perforation, endometritis, pelvic inflammatory disease and device dislocation were unknown. The reporter considered device dislocation, embedded device, endometritis, pelvic infection, pelvic inflammatory disease and uterine perforation to be related to essure administration. The reporter commented: essure placed both sides- 1 coil seen each side. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2011: findings: the cervix was cannulated and water soluble contrast was instilled into the uterine cavity. Radiopaque wires are seen in both fallopian tubes. The left fallopian tube was not patent. The right fallopian tube is patent and has free spillage into the peritoneum. The contour of the uterus is normal. Impression: patent right fallopian tube.; on (B)(6) 2012: contrast opacities the uterus which appears normal. Contrast extends into both fallopian tubes. There is no evidence for peritoneal spill. There is a minimal amount of vascular contrast puddling overlying the right adnexa. The appearances are most in keeping with a small right adnexal varix. Impression: the previously noted peritoneal spill is no longer visible. A minimal amount of opacification of a right adnexal varix [magnetic resonance imaging head] on (B)(6) 2019: impression: nonspecific white matter lesions do not appear typical for demyelination and are favored to reflect chronic small vessel ischemia. Clinical correlation is advised if there remains a high level of clinical concern, consider neurology consultation and MRI follow-up [microscopy] on (B)(6) 2022: findings: presence of purulence suggests the presence of another infection and/or inflammatory condition. [Pathology test] on (B)(6) 2022: specimen description: a. Left fallopian tube, b. Right fallopian tube and ovary, c. Left ovary, d. Left essure coil, clinical information : endornetritis, essure coil. Diagnosis a. Fallopian tube, left, resection: no diagnostic abnormality. B. Fallopian tube and ovary, right, resection: small simple ovarian cyst, favor luteal type, otherwise no diagnostic abnormality. C. Ovary, left, resection: no diagnostic abnormality. D. Submitted as left essure coil: confirmed macroscopically. Gross description: specimenleft fallopian tube - sectioning reveals a silver metal coil (10.5 cm in length) within the lumen. Right fallopian tube - sectioning of the ovary reveals a smooth-walled cyst (0.9 cm in greatest dimension) containing a clear serous fluid. Left essure coil - the specimen consists of a specimen consists of a silver coil (1.4 cm in length, 0.4 cm in diameter).; (date unknown): specimen: uterus, uterus and cervix clinical information: retained foreign body fragment essure lawsuit specimen final diagnosis uterus with cervix: uterine cervix with squamous metaplasia, nabothian cyst, small endocervical tunnel clusters, atrophic endometrium, adenomyosis, tiny firm material identified within myometrium. Microscopic description: there are areas of adenomyosis within myometrium. What grossly was found was tiny portion of firm material likely foreign body material in the right myometrium close to right uterine horn. Gross description: there is a tiny possibly calcified material (0.1 x 0.1 x 0.1 cm) embedded within a cavity of the myometrium at the right anterior cornu. Photographs of the specimen are taken. Please note that the metal coil is not identified and this tiny portion of material is retained for filing. Gross add (B)(6) 2023: a8-a10 right cornu, showing fibrotic area possibly containing firm material (0.1 x 0.1 x 0.1 cm) a11 possible white whorled nodule (0.8 cm greatest dimension). [Ultrasound abdomen] on (B)(6) 2022: impression: normal abdominal ultrasound; on (B)(6) 2023: impression: no significant abnormalities on abdominal ultrasound to account for patient's symptoms. Specifically no cholelithiasis, no cholecystitis. [Ultrasound scan] in 2012: (including within 6 months post essure) showing only 1 coil in the left cornua.; on (B)(6) 2019: findings: the uterus is normal in size and configuration, no focal myometrial lesions identified. An essure coil is again identified extending towards the left.; on (B)(6) 2020: findings: an essure coil is again identified extending in the left cornua; on the right coil is not seen and the patient indicates that this was not visualized following insertion in 2012. The endometrial stripe measures 2 mm in thickness, within normal limits. Both ovaries are visualized and are normal in appearance. No adnexal masses are seen. No free fluid is identified. Opinion: normal sonographic assessment of the pelvis. Solitary essure coil in the left uterine cornua; on (B)(6) 2021: impression: bilateral trochanteric tenobursitis, worse on the left than the right.; on (B)(6) 2022: 3mm endometrial lining heterogenous. Left coil noted. 1cm simple right ovarian cyst and findings: at the left uterine cornu a coiled echogenic tubular body is noted consistent with an essure coil. A right ovarian cyst is noted measuring 0.9 x 0.7 x 1.1 cm with simple appearance. A small amount of fluid is noted adjacent to the fundal endometrium anteriorly. Impression: 1. Simple ovarian cyst measures 1.1 cm on the right side. Based on size and appearance, no specific follow-up required. 2. Heterogeneity of the endometrium and a small amount of fluid adjacent to the uterine fundus, in the setting of gray/green vaginal discharge. Correlate for evidence of endometritis. 3. If there is clinical concern for endometritis, consider gynecologic consultation regarding the implications of endometritis in the setting of known indwelling essure coil; on (B)(6) 2022: findings: uterus: anteverted uterus measuring 9.1 x 3.6 x 4.9 cm. Unremarkable myometrium with mild heterogeneity. Endometrium measures 2 mm, within normal limits. No significant quantity of endometrial fluid. Echogenic tubular body within the region of the left uterine cornua is in keeping with an essure coil ovaries and adnexa: no adnexal mass. Right ovary contains a 1.0 cm simple appearing cyst. Impression: no significant sonographic abnormality. 1.0 cm simple right ovarian cyst; (dates unknown): 1 of essure coils not seen. And findings: myometrium: the myometrium is homogeneous. No focal myometrial masses. An echogenic essure coil is again noted within the left cornu. No coiled detected on the right cervix: incidental cervical nabothian cysts. Impression: the left cornual essure coil skin noted within the uterus endometrium appears of normal thickness the most recent follow-up information incorporated above includes data received on: 26-jul-2024: medical record received. Event medical device removal is replaced by event uterine perforation, new events device embedded, pid, device dislocation , endometritis & pelvic infection were added. Lot number added. Lab data including (surgical pathology report ) added. Medical history. Concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("some of those women have had their essure devices removed, and others are on waiting lists to have the procedure performed") in a female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 31-may-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.